Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised of her articular surface knee implant due to disassociation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed, as radiographs revealed disassociation of the locking screw. There are warnings in the package insert that this type of event may occur and the risk is addressed in risk documentation. DHR was reviewed and no discrepancies relevant to the reported event were found. The devices associated with this event were reviewed for compatibility with no issues noted. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient's right knee was revised approximately 1 year post-implantation due to disassociation of the locking screw. During the procedure, the articular surface was removed and replaced. Attempts have been made and additional information on the reported event is unavailable.